Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error e216 and no image was caused due to fluid invasion at the scope connector. However, the most probable cause for burned charged coupled device was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited e216 scope communication error, no image and burnt charged coupled device. There was no patient involvement.